Manufacturer narrative:
Failure event observed during analysis. Final analysis found a metal coil clipping between the outer coil and inner insulation. The clipping did not breach the inner insulation. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.